Event description:
Event description guidant received information that 7.5 months post implant, this (t135/940002) implantable cardioverter defibrillator (ICD) was emitting tones and presented with a fault code 01 and was at end of life (eol). The monitoring voltage was at beginning of life (bol) and 3.24v. The last capacitor reformation had a charge time of 45 seconds. The patient had not gone through an MRI and was not exposed to any other strong magnetic interference. There is no indication of device off/on or mode change other than at implant. A manual capacitor reformation was done and the charge time remained at 45.1 seconds. During implant of a new device, t135/943604, the rate/sense portion of lead would not advance into the port. After applying mineral oil to the lead it was inserted.